Event description:
It was reported to philips that the heartstart xl monitor / defibrillator generated a ¿shock fault¿ while in use. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure information, however, no additional details were received. No ECG monitoring strips or case event files were provided to philips for review. The device was not evaluated because the customer refused service. No conclusion can be made as the device was not evaluated. The device remains at the customer site.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator generated a ¿shock fault¿ while in use. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.